Manufacturer narrative:
The complaint device has not been received at mitek as of yet, which, precludes conducting a failure analysis. Historically this type of failure has been attributed to mi-use via using the hook of the device mechanically as a pry within patient.

Event description:
The tip of the electrode where it is bent broke off in the pt while trying to get it into the joint. The surgeon was unable to retrieve the piece and had to leave it in the pt. The surgeon used a different electrode to complete the case. There were no adverse effects to the pt.